Event description:
Review of the manufacturer's programming history database identified an instance of high impedance on the patient's device. No known surgical intervention has occurred to date. No further relevant information has been received to date.